Event description:
Caller reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, but the malfunction code recurred after the reset, so technical support decided to replace the pump.